Manufacturer narrative:
Corrected information provided in b.5., and h.11. Based on the follow up information, the affected eye of the patient has been updated from right eye to left eye. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the follow up information, the affected eye of the patient has been updated from right eye to left eye.

Event description:
A non-healthcare professional reported that a patient had reoccurring issue with diffuse lamellar keratitis in the right eye and additionally oral prednisolone was used to treat after lasik surgery. The patient symptoms was resolved with oral prednisolone. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. No root cause for the customers reported event could be determined, device met specifications. The manufacturer internal reference number is: (B)(4).